Event description:
Information was received, from a friend/family member. Regarding a patient, who was implanted with an implantable neurostimulator (ins). For, it was reported, that the patient has been holding too much urine in their bladder. And they saw a new urologist today who wanted to place a catheter, because of this issue. Caller stated, the patient emptied her bladder this morning, but then drank 20 oz before the appointment. The doctor said her bladder was full .and the patient has still not urinated since. Caller wanted to make sure the patients therapy was on and working, but the patient lost their programmer. Warm transferred to sunmed.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.